Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir having large bubble at top, that did not wanting to go away and customer tries to take reservoir out to clear it and then not able to put back and ends up having to throw it a way and they had to change battery once a week to every 2 weeks, had insulin pump rejected brand new battery a week ago and insulin pump had random no delivery alarms. Customer's blood glucose value was unknown. Customer declined to report to 24 hour. The device will not be returned for analysis.